Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, after firing the reload and opening the jaws, the reload would not straighten out while being applied to the antrum of the stomach. The surgeon stated that they fired the stapler while it was articulated. She removed the adaptor and trocar out of the patient at the same time-the reload was still attached to the adaptor and fully articulated. The procedure was completed by removing the adaptor with the reload attached through the abdominal wall. A new port was inserted and the procedure completed with a disposable stapler. After the procedure the fellow attached a new handle, the reload was able to straighten. The reload included was removed from the adaptor. They have checked the device by loading a new load and firing the load. There were no issues with firing the load or articulating and rotating. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.